Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a mitral valve replacement was performed and this 27mm epic valve was implanted in the mitral position; however, as the patient was being weaned from bypass, a cardiac rupture reportedly occurred due to an unknown cause. The epic valve was immediately explanted and a 25mm masters series mechanical heart valve was implanted. There were no other adverse consequences. No further information is expected.